Manufacturer narrative:
The product is not expected to return. (B)(4).

Event description:
It was reported this right ventricular lead was explanted due to infection and sepsis. As result, the patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.